Manufacturer narrative:
A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, an evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the alarm, which occurred during the previous night¿s therapy. During troubleshooting it was reported the device would alarm every hour. The technical services representative advised to call if alarms reoccur. It is unknown how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.